Manufacturer narrative:
(B)(4).

Event description:
The actual residual pump volume (29 ml) was greater than the expected volume (5 ml). The device system was used to deliver fudr (floxuridine). Additional info has been requested, a follow-up report will be sent if additional info becomes available.